Event description:
Event description cpi received information that during interrogation of this implantable cardioverter defibrillator (ICD), it was found that the ICD was in the 'monitor only' mode and the ICD was at ert2. The patient also reported that she had heard her ICD beeping every day.